Event description:
This customer reported that the up/down buttons on the display were broken. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): this customer reported that the up/down buttons on the display were broken. There was no report of patient involvement. The device was returned to philips for evaluation. The reported symptom was confirmed. The softkey bezel was missing the up/down arrow. The softkey bezel was replaced to resolve the symptom. The physical damaged buttons was resolved by replacing the bezel assembly.